Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, during inflation at rated burst pressure, the balloon ruptured. The device was removed from the patient and dilatation was performed with a non-bsc balloon catheter. Subsequently, a stent was implanted and the procedure was completed. No patient complications were reported and the patient's status was stable.